Manufacturer narrative:
It was noted that the surgeon decided to continue the procedure with the knowledge of the inaccuracy. Software investigation not completed at time of this report.

Event description:
A medtronic ent representative reported a 2-3 mm inaccuracy, on patient's right side, that occurred during the navigation step of a frontal endoscopic sinus surgery (fess). The surgeon opted to continue and complete the procedure with the use of the fusion navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The tracer pattern was analyzed by a medtronic representative and found to be suboptimal. System was checked out on site by a medtronic field representative and passed all testing. No fault found with software or hardware.